Manufacturer narrative:
Review of the available programming and diagnostic history.

Event description:
During review of programming and diagnostic history, it was observed that an interrupted system diagnostic test occurred that caused an unintended change in device settings during lead replacement surgery on (B)(6) 2008. No patient adverse events were reported.